Manufacturer narrative:
As reported, for a 6f-7f mynxgrip vascular closure device (vcd) when you green down and try to pull everything up the white inner dilator is sticking inside the black and the physician is unable to do anything. After advancing shuttle and proceeding to retract the sheath, the advancer tube was not present. It was stuck inside of the device and the sealant appeared to already be partially expanded. They had to deflate the balloon and pull everything out as one unit. Hemostasis was achieved with manual compression for 30 minutes. There was no patient injury reported. The procedure where the mynx vcd device was used was interventional peripheral. The deployer was mynx certified. The procedure used a retrograde approach. The product was stored and handled according to instructions for use (IFU). The mynx vcd was prepped according to the IFU. The device was opened in a sterile field. There was nothing unusual noted about the device prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducers. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down. There was minimal resistance when shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The sheath introducer used for the procedure was a non-cordis sheath. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The user shuttled down completely. The device storage temperature did not exceed 25 °c. The advancer tube was not engaged or visible. The device was not returned for analysis. The product history record (phr) review of lot f1912602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, for a 6f-7f mynxgrip vascular closure device (vcd) when you green down and try to pull everything up the white inner dilator is sticking inside the black and the physician is unable to do anything. After advancing shuttle and proceeding to retract the sheath, the advancer tube was not present. It was stuck inside of the device and the sealant appeared to already be partially expanded. They had to deflate the balloon and pull everything out as one unit. Hemostasis was achieved with manual compression for 30 minutes. There was no patient injury reported. The procedure where the mynx vcd device was used was interventional peripheral. The deployer¿s mynx training status was mynx certified. The procedure used a retrograde approach. The product was stored and handled according to instructions for use (IFU). The mynx vcd was prepped acccording to the IFU. The device was opened in a sterile field. There was nothing unusual noted about the device prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducers. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down. There was minimal resistance when shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The sheath introducer used for the procedure was a non-cordis sheath. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The user shuttled down completely. The device storage temperature did not exceed 25 °c. The advancer tube was not engaged or visible.